Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Customer's blood glucose level at the time of hospitalization was below 20 mg/dl. Customer reported that she was tired and had a lot on her mind prior to blood sugar running low. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.